Event description:
The customer received questionable alkaline phosphatase generation 2 (alp), creatine kinase (ck) and c-reactive protein generation 3 (crp) results for one patient sample. Of the data provided, the crp result was discrepant. The initial result was 0.00 mg/dl with a data flag and was reported outside the laboratory. The sample was repeated on another cobas c501 analyzer and the result was 0.26 mg/dl. This result was deemed to be correct. A corrected report was issues within minutes, so the patient was not adversely affected. The crp reagent lot number was 65656401 with an expiration date of 05/31/2013. The field service representative determined there may have been abnormal sample detection on the side of tube. He adjusted the sample mechanism. To verify the analyzer operation, he ran diagnostics and ran a sample without problems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.